Event description:
Pt called co for contact lenses. He was prescribed bausch and lomb softlens 66 spherical contact lenses 9/14/04. He called again in 2005. He was informed that they did not have softlens 66 spherical contact lenses and they substituted softlens 66 toric contact lenses. They were a different curvature, prescription and diameter. He now has corneal edema and eyelid papillae due to the irritation caused.